Event description:
Re: (B)(6) customer stated item is defective. They cannot remove the abutment from the implant item tlr4612, lot number 2400169. Ra and return label provided.

Manufacturer narrative:
Record was stuck in submission in progress and continues to not move through the workflow in the process.

Event description:
Cannot remove the abutment from the implant item.